Manufacturer narrative:
Investigation included a review of available device use information and coaching on proper setup and infusion supply replacement. Investigation of this case revealed evidence consistent with insufficient insulin delivery associated with the infusion setup prior to the guided supply change, with recovery after correction. It was concluded that the event was consistent with hyperglycemia of unclear cause with user troubleshooting resolving the condition and no long-term sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after a supply change, with blood glucose reportedly remaining above target for several hours and peaking at 439 mg/dl; troubleshooting and user education were provided, including a full supply change and confirmation that glucose returned to range later the same day. Symptoms included sweating. Outcomes included transient interruption of therapy with no medical intervention, no hospitalization, no back-up therapy, and no ketone testing.